Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture threshold measurements for its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Ts discussed the capture threshold trend for the ra lead as well as programming options, with a fixed output recommended. Ts also noted there was stored episode that had far field oversensing for the ra lead. This device remains in service. No adverse patient effects were reported.